Event description:
Patient reported he has undergone 3 surgeries. The first surgery was to implant a plate and 6 screws with bone graft. Patient reported the bone graft resorbed and 'a year or so later, a screw came loose.' He then reported this was in 2004. Patient said, they may have removed that plate and screws and implanted a 1 level plate on an unknown date. Last summer, an MRI showed that a screw head had broken off. This report is 1 of 2 reports on this incident. Subject device has not been identified as a synthes device.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was received and no lot number was provided. Manufacturing records could not be reviewed without a lot number.